Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, for the third firing for lobectomy, the surgeon could not fire the device. Replaced by a new handle and a new cartridge, the firing and the procedure were completed with no problem. The device was discarded by the customer at the hospital, due to infection. The status of the patient is no problem.